Event description:
It was observed during the device inspection, that the video system center exhibited scope detection does not work. There were no reports of patient involvement.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Please see corrected data in field b5, e1, g2, h6 (health effect-impact code, type of investigation ) correction is being made to previously submitted g3 - date received by manufacturer, which was not late. The correct date was 19aug2024. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that there was non-functional connector of video system center for connecting camera heads. The issue occurred during preparation for use of the subject device. There was no patient involved.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.